Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that she had no delivery alarm from the pump. The customer stated that she primed it and hit escape and it would not go. The customer stated that she woke up with a blood glucose reading of 31 mg/dl. The customer stated that she ate a banana and her blood glucose reading was 85 mg/dl. The customer stated that this morning her blood glucose reading was 105 mg/dl. The customer stated that there was a low reservoir alarm in the alarm history. After eating yogurt, the customer took .8 units of insulin and woke up with 33 mg/dl 3 hours later. The customer was offered to troubleshoot for low and high blood glucose readings but declined.